Event description:
It was reported that a surgeon removed one zero-p implant and four locking screws from the pt due to non-fusion. Pt was revised to a cervical spacer. Explanted hardware was discarded by the hosp. See MFR report 1 of 5 #1719045-2010-00294. This is 5 of 5 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated feb 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Without a part or lot # the device history record review could not be completed. The part eval could not be performed and no conclusion determined because the product was not returned for eval.